Event description:
(B)(4). My hair is breaking, I have severe pain on my left side, I have acne on my neck and cysts on my jaw line, I'm always tired, my lower and upper back hurt, sometimes I'll also have a stabbing pain that will affect my left side. I feel sick and stomach hurts often, I'm in and out of the doctor. They keep telling me that my blood work is fine, everything is fine. Really I'm not fine and I'm tired of feeling this way.